Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that the patient contacted the manufacturer representative to report that there was a ¿in the box¿ message on the patient programmer (pp). It was noted that the error was likely caused by the patient using the antenna locate feature and accidentally creating the error and the manufacturer representative planned to meet with the patient to clear the message. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ¿in the box¿ error cannot be determined. The patient indicated that they cannot meet with a manufacturing representative until march 7. The rep stated that attempts have been made to meet with the patient since the incident was reported. No further complications were reported or anticipated.